Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported injury to the patient and the device will be returned for evaluation.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The product was not returned for analysis. A product history record (phr) review of lot f2222303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure - in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile ¿mynx control vcd 6f7f¿ involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 6.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2222303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The device is now being returned.